Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus service operation repair center (sorc). The reported phenomenon was duplicated during the incoming inspection by sorc. Sorc found that the main electrical board was malfunctioned and there was corrosion at the video connector. The subject device was manufactured on december 26, 2002 and installed to the user facility on may 22, 2003. There was a service record for replacing the battery of the subject device, but no record for the electrical main board. The exact cause of the reported phenomenon could not be conclusively determined. However, there is the possibility that the reported phenomenon was attributed to aging deterioration of the board.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing an endoscopic image was not displayed on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.